Manufacturer narrative:
This supplemental report is being submitted to provide the following corrections: corrected fields: e1, e2, e3 and g2 (remove healthcare professional) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as the problem could not be reproduced. The device evaluation found that the lamp could not be lit due to a faulty lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the light source was unable to change its narrow band imaging. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the lamp cannot be lit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Correction on field: b5, d4 (UDI), d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to the faulty lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no delay. Additionally, the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the lamp cannot be lit occasionally due to faulty lamp. Olympus will continue to monitor field performance for this device.